Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error during basic occlusion test due to faulty force sensor resistor (gold). However, the insulin pump passed displacement test. The motor was tested outside the device and passed. The insulin pump was received with cracked case at lcd window corners and battery tube threads. The insulin pump received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.